Event description:
Report received of tubing rupture during use with a power injector. It was reported the mallinckrodt power injector was set at an unspecified psi to infuse an unspecified amount of optiray 320 contrast at a rate of 2 ml/second. At an unspecified time during the injection, the tubing ruptured. It was reported that the event caused a "big mess, a delay in the study, and added radiation exposure for the pt". There were no reported adverse pt effects. No medical intervention were required.